Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level in the 700's mg/dl range and large ketones. The customer alleged that the pump was not delivering insulin causing the ER visit. While in the ER, the customer received treatment in the form of insulin delivered intravenously. The customer was released from the ER a couple hours later in a better condition and resumed insulin deliveries via the pump.